Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. There are technique and anatomical related factors that may cause or contribute to ar. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low "andlor" prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. The root cause of this event cannot be determined at this time. If any new information becomes available, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a bioprosthetic aortic valve implanted for approximately two weeks is being considered for a valve-in-valve procedure due to aortic regurgitation. As reported, during the surgery, the patient also underwent redo-mvr to replace a mechanical valve implanted for 20 years. The procedure went well and peri-operative toe was satisfactory; both valves were good. On pod #7, the patient was not progressing, so a repeat echo was performed and severe valvular aortic insufficiency was diagnosed. The patient is still hospitalized and stable but now refusing re-do operation. The patient has been advised of a valve-in-valve procedure to replace incompetent aortic valve bioprosthesis. Reportedly, this patient has multiple comorbidities.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received additional information through follow up with the healthcare provider. Edwards received notification that a patient with a 21mm pericardial aortic valve implanted in aortic position after approximately 3 weeks, underwent surgery for valve in valve replacement due to central regurgitation and pvl. As reported, during avr surgery patient also received a non-edwards mitral valve, to replace a mechanical valve after an implant duration of 20 years. Procedure went well and peri-operative toe was satisfactory, both valves were good. At post-op day 7 patient was not progressing so a repeat echo was carried out and severe valvular aortic insufficiency was diagnosed. Thrombosis and endocarditis were ruled out. Patient first refused to undergo a re-do operation. Patient was advised of valve-in-valve procedure to replace incompetent aortic valve bioprosthesis and finally the surgery was performed. After the viv procedure, patient symptoms improved. Central regurgitation and pvl were gone. Reportedly, this patient has multiple comorbidities.